Event description:
It was reported that during a da vinci-assisted hemicolectomy - right surgical procedure, a small plastic piece fell off the large hem-o-lok clip applier instrument. The piece was found outside of the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that it was noticed during the procedure and that the broken piece was from the proximal end of the instrument and that nothing fell into the patient. The instrument entered the patient, the piece did not. The instrument was inspected prior to use and noticed that there was a white piece on the scrub table. Ultimately found that it was to the clip applier, they immediately removed the instrument and it was not placed in the patient's body. There was no instrument collision, nothing fell into the patient. Patient demographics not provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction- h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. The complaint regarding a small plastic piece was fell off of the instrument and was found outside of the patient was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessing force on the jaws.